Manufacturer narrative:
Unknown/ not provided. Initial reporter first & last name: information unknown/not provided. Email address: unknown/not provided, as information was asked but not provided. Telephone number: unknown, information not provided. Device evaluation: based on the manufacturing records review, and historical complaint review, there is no indication of a product malfunction or product quality deficiency. No nonconformity report, documentation or labeling changes, and escalations are required. As a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that during the femtosecond laser surgery, it was found that the machine oct of the posterior capsule part of the patient could not be identified. The user judged the identification line of posterior capsule position adjustment. After the femtosecond laser was completed, it was converted to phacoemulsification. During phacoemulsification, the doctor entered the incision normally, removed the anterior capsule, began phacoemulsification and the first suction was completed. Then the doctor found that the posterior capsule was ruptured, and vitreous appeared in the pocket. The doctor assumed that the femtosecond machine broke the posterior capsule of the patient. The surgeon continued the procedure and the cataract was removed, an anterior slide cut was made and the lens could be installed. Vitrectomy was required. Pre-op : 0.02. Post op: unknown. Patient information cannot be provided due to personal data privacy legislation/policy.